Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (102 service code) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was isolated to contamination on j1000 pins causing intermittent contact to the jumper. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor was displaying a 102 service code.